Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units. The customer's blood glucose level was 134 mg/dl. During a follow up call, the customer reported that after delivering 11 units of insulin, the insulin gauge displayed 205 units. The customer declined any further troubleshooting on the reported event.